Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported right side " capsular contracture baker grade iii/IV". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9, g.1, h.3, h.6. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold. Cloudy and void was observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Event description:
Device has been explanted.